Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. The customer¿s practice as described is not covered by our IFU hence is considered off label use. It may be of value to review their procedures and protocols to assure proper practice. Bd recommends paxgene blood dna systems (ivd) whose performance has been verified to ensure sufficient dna quantity and quality for molecular diagnostic assays that require dna from whole blood. (Ref (B)(4)).

Event description:
It was reported that erroneous results occurred after use with bd vacutainer® k2e 7.2mg plus blood collection tubes. The following information was provided by the initial reporter, "in paired sample testing we have observed very divergent qpcr results from matched blood collected in 4ml and 10ml k2edta vacutainers (p/n 367839 and 367825 respectively). From the catalogue it seems the only discernible difference between these two tubes is the volume and the label type which should not be expected to impact qpcr. We are wondering if there are any other differences between these tubes that are not apparent from the product description, such as the stopper type or lubricant." 1 of 2 complaints, this complaint captures catalog # 367839.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that erroneous results occurred after use with bd vacutainer® k2e 7.2mg plus blood collection tubes. The following information was provided by the initial reporter, "in paired sample testing we have observed very divergent qpcr results from matched blood collected in 4ml and 10ml k2edta vacutainers (p/n 367839 and 367825 respectively). From the catalogue it seems the only discernible difference between these two tubes is the volume and the label type which should not be expected to impact qpcr. We are wondering if there are any other differences between these tubes that are not apparent from the product description, such as the stopper type or lubricant." 1 of 2 complaints, this complaint captures catalog # 367839.